Manufacturer narrative:
This product has been returned to ibc, it was determined that there was a crack in the flopump base.

Event description:
During a routine use, a perfusionist noticed an abnormal noise. This noise was not noticed during priming. Note: operation was completed without any incidence.